Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster would not cross the 1st diagonal in order to treat a perforation that occurred during stenting of the lesion. The perforation was sealed with several long balloon inflations. An echo was performed and it was confirmed there was no effusion and the bleeding was taken care of. The patient was taken to the ICU and subsequently died on (B)(6)2017 due to pulmonary complications. No additional information was provided.